Event description:
The epg (external pulse generator) was returned to the manufacturer for repair after being dropped. It was noted the display was cracked and possible case damage. The epg was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery flex is corroded. Encoder flex is out of specification. Side bails and ring are missing. Battery release, heart block, and lead flex cover are contaminated. Upper and lower cases, side bail covers, ring cover, battery drawer, and display are broken.